Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed failed because the receiver would not power on. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The log was downloaded for review because the receiver would not power on. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.